Event description:
It was reported that a patient using the iLet Bionic Pancreas to treat hypoglycemia overtook carbohydrates, after which an agent educated the patient on overtreatment risks; the patient¿s blood glucose increased to approximately 360 mg/dL and then decreased to about 260 mg/dL, with no device alarms reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect method, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.